Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Facility reports patient was implanted with lcp condylar plate on (B)(6) 2012 for orif of left femur fracture. Patient presented to surgeon on (B)(6) 2012 with infection at implant site and was readmitted to facility for antibiotic therapy. Patient was returned to or on (B)(6) 2012 where wound was cleaned and wound vac was attached. Patient has been through irrigation and drainage, ind, procedure several times. Facility contact believes plate and screws remain implanted, also believes patient is still in house for antibiotic therapy. This is 2 of 9 reports for this event.